Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is known the device did not cause to patient death but the procedures relationship is not known to the event. Hence, we are filing this just report for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. These data were queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study for the cd horizon legacy spinal system. Patient demographics: no. Of patients- 435, gender- (male- 162; female- 273), age (mean age)- 63.35 years pre-op diagnosis: degenerative disease (377 patient), trauma (8 patient), deformity(21 patient), and failed fusion (29 patient). Procedure involved: posterior lumbar interbody fusion (plif), posterior spinal fusion (psf), transforaminal lumbar interbody fusion (tlif) as per clinical study it was reported that a clinical data for a total of 435 patients implanted with the spinal system had been collected. Based on the charted diagnoses, patients were stratified into one of four evidence groups for analysis: degenerative disease (377 patient), trauma (8 patient), deformity (21 patient), and failed fusion (29 patient). In degenerative disease group, postoperative radiographic notes with fusion assessments were available for the 3-months, 6-months, 12-months, and 24-months follow-up time points. 223 out of the 377 patients had radiographic notes specifying fusion status. Successful fusion was noted for 188 of the 223 patients (84.3%) at the last available fusion assessment. In trauma group, 1 out of the 8 patients, 1 had radiographic notes specifying fusion status in at least one of the follow-up time points. Successful fusion was noted for this 1 patient. In the deformity group, 9 out of the 21 patients in the deformity group had radiographic notes specifying fusion status. Successful fusion was noted for 7 of the 9 patients (77.8%) at the last available fusion assessment. In the failed fusion group, 16 out of the 29 patients in the failed fusion group radiographic notes specifying fusion status in at least one of the follow-up time points. Successful fusion was noted for 12 of the 16 patients (75%) at the last available fusion assessment. In total, 700 aes were recorded across 123 different types of aes. In the failed fusion group, 26 of 29 patients were recorded as having an ae. In total, 91 aes were recorded across 34 different types of aes. One patient expired 12-24 months postoperative, cause of death is unknown but is not expected to be device related. Overall, the results from this retrospective observational study indicate that spinal system is performing as intended with failure and revision rates consistent with those reported in the literature for lumbar spine procedures. No new or emerging risks were identified.